Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The initial failure description was that the "battery can not be charged". During the repair of the rotaflow the error message "runaway" has been displayed. A getinge service technician was onsite to repair the affected rotaflow. The technician confirmed the short battery runtime and additionally found the error message "runaway" on the rotaflow. The 70101.1675 rfc (rotaflow console) power supply board has been replaced to solve the battery issue and the 70101.0990 potentiometer has been replaced to solve the runaway error. After the replacement the device is working as intended. An investigation of a rotaflow system that exhibited a similar issue ("battery can not be charged") which was performed for a previous complaint in getinge life cycle engineering (product specialists) on 2020-06-08. Following most probable root cause has been determined: a damaged diode 6 on the power supply board caused the reported "battery can not be charged" failure. The 70101.0990 potentiometer has been requested for further investigation. As stated by the sales ad service unit on 2021-06-07 the part is no longer available for investigation. However the failure mode "runaway" can be linked to the following most possible root causes according to our risk management file (dms# 2023689). (Un)intentional stop of the pump, e.g.: 1. Defective motor control electronics 2. Pump stop intervention after technical error (e.g. Pump runaway, error head) based on these investigation results the reported failure could be confirmed. The review of the non-conformities has been performed on 2021-06-22 for the period of 2015-01-15 to 221-06-22. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The product in question was produced in 2015-01-15. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Further information has been requested but has not yet been received.

Event description:
It was reported that the battery runtime of the rotaflow is short. The second reported failure is that the rotaflow displays the error message ¿runaway¿. Complaint ID: (B)(4).